Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event). This supplemental emdr represents the composix mesh (device 1). An additional supplemental emdr was submitted to represent the composix mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composite meshes (composix) on (B)(6) 2010, (B)(6) 2011 and a ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both composite meshes (composix). It is alleged that the patient sustained injuries on (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: 01-oct-2010- patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of composix mesh (device 1). Per op notes, ¿an umbilical hernia was identified and dissected. A composix mesh (device 1) was placed in the umbilical region for repair and sutured¿. (B)(6) 2011- patient was diagnosed with ventral hernia, thereby underwent open repair, thereby underwent open repair with implant of composix mesh (device 2). Per op notes, ¿the hernia sac with omentum was identified in the supraumbilical region and the omentum was reduced into the peritoneal cavity. The hernia defect was then repaired with the implant of composix mesh (device 2) and sutured¿. (B)(6) 2012- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with explant of composix mesh (device 1 and 2), implant of biologic mesh. Per op notes, ¿there was a number of omental adhesions and hernia defects present. The omental adhesions and the hernia sac were then dissected. The composix mesh (device 1 and 2) was then excised. The defect was examined and repaired by placing a biologic mesh and sutured¿. (B)(6) 2013- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with explant of biologic mesh, implant of ventralight st using echo ps (device 3). Per op notes, ¿through the scar tissue, hernia defect in the biologic mesh that was placed previously was identified. Dense adhesions to the biologic mesh was noted and lysed. The biologic mesh was excised completely. A ventralight st using echo ps (device 3) was placed in the abdominal region where the mesh surface facing the abdominal fascia and was sutured to the abdominal wall¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix (device #1). An additional emdr was submitted to represent the bard/davol mesh ¿ composix (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composite meshes (composix) on (B)(6) 2010, (B)(6) 2011 and a ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both composite meshes (composix). It is alleged that the patient sustained injuries on (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.